Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 multiple pockets were unable to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 multiple pockets were failed. A field service engineer (fse) confirmed that the storage space full height drawer 3 could not open as the rails were damaged. So, the fse replaced the rails. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h medical device catalog, medical device model.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3 multiple pockets were unable to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.